Event description:
Previously, in (B)(6) 2013 the customer called to report being hospitalized and asked what he should do in terms of bolusing until his doctor is able to provide him with his old settings. Advised the customer that we could not recommend the bolus wizard settings. Then several attempts to contact the customer were made. Contacted the sister again and she stated that they are arranging two funerals one is for the customer and the other is for the father. The sister stated that they will call us back. Attempted to contact the sister the next day and found that the customer was hospitalized due to high blood glucose. The mother did not give any information since they just came from his funeral. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.